Event description:
At 128 seconds on signature elite / act-lr system after 500 u heparin bolus. Subsequent act-lr assays conducted on 2 different signature elite instruments after administering additional, but unspecified heparin dose with results: instrument 2- 333 seconds and "sample too small" error message. Instrument 3 - 234 seconds. No pt baseline reported. Procedure completed as expected and without serious injury, impairment or adverse event.

Manufacturer narrative:
Results and conclusions - MFR eval / investigation currently in process.